Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor communication. The patient reported that he was having trouble with the patient programmer (pp) not finding the implanted battery. The patient reported that he was seeing the poor communication screen on the pp. The patient reported that he went to the healthcare provider (hcp) on (B)(6) 2017 and they weren¿t able to connect to the ins using the pp or clinician programmer. The patient was not recently implanted or had a revision surgery. The patient reported that he didn¿t use the antenna. The patient placed the pp directly over the ins on the skin and synced and the issue didn¿t resolve. The patient was sent a replacement pp. The patient also reported he was no longer feeling stimulation and had a return of his target pain. The patient reported that he was now taking morphine 3 times a day and dilaudid. The patient reported that he didn¿t like taking pain medication. It was reviewed that the ins might be depleted since the patient had a loss of stimulation and communication failure. The patient reported that the ins was supposed to last longer. Additional information was received from the patient on (B)(6) 2017. The patient reported that he was overnighted a new pp because his previous pp wasn¿t connecting. The patient reported that his new pp wasn¿t connecting. The patient reported that his hcp was unable to connect using the clinician programmer. The patient reported that it was probably time for a new ins. The patient reported that his device was ¿pretty strong¿ and never turned off, so he goes through batteries faster than most people. The patient reported that he knew stimulation was off because he¿d been having a return of pain and it was getting worse and worse. The patient reported that the device really helped him. Additional information received stated that the return of pain, no stim, and no communication were due to the programmer not being able to communicate with the ins. An new patient programmer was tried and the issue was not resolved, so surgery is scheduled to replace the battery. There were no reported complications and no further complications were expected.